Event description:
The MFR received info alleging an internal battery depleted alarm occurred. There was no report of pt harm or injury.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. The MFR determined that the ac power cord was "open" and providing ac power to the unit. This caused the device to operate on battery power and alert the user when the battery became depleted, as designed. The device's power cord was replaced to address the issue. There were no exposed wires found on the power cord. There was no risk of electric shock to a pt and/or user.